Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave oversensing was noted on current electrograms and in stored episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.